Event description:
It was reported patient underwent surgical intervention on (B)(6) 2023 to reposition ipg that had been flipped. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.